Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pericardial effusion and 1.5 liters of blood was pulled off since implant. It was also reported the physician suspected the right ventricular (rv) lead caused the effusion. The right atrial (ra) and rv leads were removed and replaced in different locations. No further patient complications have been reported as a result of this event.